Event description:
It was reported that a light sensitive drug set leaked from the tubing during infusion. The reporter stated the set was filled with cisplatin and normal saline. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.